Event description:
Material#: 306547 batch#: 3205340. It was reported by customer that defect/ mold found in the cap. Package sealed verbatim: defect/ mold found in the cap.

Manufacturer narrative:
Pr(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information received. Material#: 306547. Batch#: 3205340. It was reported by customer that defect/ mold found in the cap. Verbatim: defect/ mold found in the cap.

Manufacturer narrative:
(B)(4) follow up. It was reported there was a defect found in the cap. As a sample was not returned, a thorough sample investigation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a prefilled syringe in its packaging flow wrap. The syringe tip cap has black specks. No other information could be obtained from the photo. A device history record review was completed for provided material number 30654778, lot 3205340. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.